Event description:
Per the clinic, the patient developed infection at the incision site. The patient ultimately required a mastoidectomy to eradicate the infection, during which the device was explanted under general anesthesia (specific date not reported). Reimplantation is planned but had not taken place at the time of this report.